Event description:
A malfunction alarm was reported with the code malf 21, and it caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer managed the situation by administering a correction injection via manual daily injections (mdi) without needing third-party assistance. Technical support confirmed the shipping address and dispatched a replacement pump, providing instructions for returning the malfunctioning pump to tandem. The customer was instructed on entering storage mode and acknowledged the steps for receiving the replacement.